Event description:
It was reported that the physician was not able to communicate with the patient's generator. The physician stated she has not used the programming system recently. A battery life calculation was performed and determined that the generator is not near end of service, so the generator is likely not the cause of the communication issues. Product has been requested, but has not been returned to manufacturer to date. Attempts for further information have been unsuccessful to date.